Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the elective replacement indicator (eri) message was triggered. The patient is not receiving therapy. In turn, surgical intervention was undertaken wherein the entire system was explanted.